Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found that handpiece cable was damaged, water solenoid was leaking and power pcb board was damaged and that prevented the unit from vibrating, all factory's recommended parts have been used.

Event description:
While using a g1000 scaler, water was coming out but the insert was not vibrating, both the sterimate & insert were heating when not in use; no injury resulted.